Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021, a month ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was no longer able to charge the ipg. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.